Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -16.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length different diopter lens due to excessive vault and refractive surprise. This exchange resolved the problem, cause of event was reported as unknown.